Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the reported condition of the complaint device tfna fem nail ø10 130° l200 timo15 (p/n: 04.037.043s, lot #: h543008) is confirmed. It is identified a broken condition across the insertion area for mating device, scratches are visible near broken section and color fading along the surface of the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 04.037.043s. Synthes lot #: h543008. Manufacturing site: (B)(4). Release to warehouse date: 17 jan 2018. Expiry date: 01 jan 2028. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device ( tfna fem nail ø10 130° l200 timo15) was not received for investigation. A photo investigation was performed based on the file provided. The images were reviewed and the complaint condition is confirmed. The device is broken at the level of the neck screw. As the physical device was not received, a functional test could not be performed however examination of the photos can confirm that the device is broken, it may be per standard use in the field. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 04.037.043s, synthes lot #: h543008, manufacturing site: monument, release to warehouse date: 17 jan 2018, expiry date: 01 jan 2028. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient complained of knee pain following implantation of trochanteric fixation nail advanced (tfna) on the right two and a half months prior. Pain was described as all around in the knee, with a stabbing on the lateral aspect and no pain at night. Patient was referred to surgeon for a total knee replacement. Upon viewing x-rays, the surgeon found that the nail had broken at the level of the lag screw; the fracture was not fully healed. This was confirmed via CT. The nail was removed, and patient was revised with another tfna. Patient is progressing well in rehab. This report is for a 10mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).